Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.

Event description:
During a wolff parkinson white (wpw) procedure with navx, the hd grid and tacticath devices did not display on the ensitex. The direct cable and the catheter were exchanged with no resolution; however, at that time the grid catheter was displayed. The tacticath se catheter was displayed when changed to the se port. The cables and catheters were recognized and the se markers remained red. The ensitex amplifier was then replaced and the procedure was completed with no adverse consequences to the patient.